Event description:
The intravascular ultrasound (ivus) catheter was being used to image a lesion just past the bend of the mid circumflex (cx) artery. The ivus catheter was unable to make the bend and the vessel went into a spasm. The physician administered nitroglycerin, waited and the vessel relaxed. The procedure was successfully completed with no additional patient complications. The patient condition was reported as ¿fine¿.

Manufacturer narrative:
The device was disposed by the facility; therefore, a device evaluation cannot be performed.

Manufacturer narrative:
A ship history was performed to identify the device likely utilized in this procedure. Review of the ship history identified three potential lots. The device history record (DHR) and similar complaints were reviewed for each of the potential lots and no issues or discrepancies were found. The DHR reviews showed that the lots met all required specifications. A review of the device labeling and directions for use (dfu) contains these warnings and contraindications: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. Contraindications: use of this imaging catheter is contraindicated where introduction of any catheter would constitute a threat to patient safety. The contraindications also include the following patient characteristics: patients diagnosed with coronary artery spasm the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore product inspection could not be performed. There is no indication that the reported event is related to product specification, nonconformance or misuse. There is also no indication that the device malfunctioned. The reported vessel spasm is an anticipated procedural complication to these types of procedures and as such, a root cause classification of anticipated procedure complication has been assigned to this event.

Event description:
The intravascular ultrasound (ivus) catheter was being used to image a lesion just past the bend of the mid circumflex (cx) artery. The ivus catheter was unable to make the bend and the vessel went into a spasm. The physician administered nitroglycerin, waited and the vessel relaxed. The procedure was successfully completed with no additional patient complications. The patient condition was reported as ¿fine¿.